Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote transmission, there were episodes of noise reversion that resulted in oversensing on the right atrial and right ventricular channels. The patient presented to an in clinic follow-up and the device was reprogrammed to resolve the event. The patient was stable.